Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was not impacted. As a resolution, the customer was advised to monitor the device and contact support if the issue reoccurred.